Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via maude (mw5173056) that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2023, the patient's parent stated that the patient experienced inaccuracies on the cgm. The patient was reportedly very sick and could not walk. In the emergency department, bloodwork noted hyperglycemia; however, the cgm showed a normal value. The patient was give insulin and discharged the same day. After the event, the patient recovered. Dexcom has sent the patient's mother a return goods authorization to send product in for investigation. If product is returned, a follow up report will be submitted upon investigation completion. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.